Event description:
It was reported that the patient had stimulation in the wrong location while stimulation was both on and off. The patient had tingling all the way down to her feet. The feeling was constant. It was reported that occasionally, the feeling went up into the patient's chest. There was tingling in the abdomen and bladder. The stimulation had been off. The patient felt the symptoms were a result of the lead revision. It was noted that movement caused stimulation changes. Impedance measurements were normal. A CT scan and thoracic x-ray were performed and showed normal placement. Because the patient experienced symptoms when the stimulator was off, a revision was scheduled. Prior to the revision, the patient reported overstimulation in her ribs/check on the right side and in both feet. The device pocket was opened and the stimulator was disconnected from the lead to see if this resolved the issue. Post procedure in recovery, the patient reported only feeling the sensation slightly in her feet. No patient outcome was reported.